Manufacturer narrative:
(B)(4). Covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a non-covidien service provider. The reported complaint could not be confirmed.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.